Event description:
It was reported, post percutaneous coronary intervention procedure, an angio-seal was placed. A femoral angiogram was performed prior to angio-seal placement and the stick looked fine. Vessel size was 4+, stick was mid femoral head and no disease or bifurcations were noted. Immediate hemostasis was not achieved and manual pressure was held. The pt was put on a bed pan and when removed, it was full of blood. Manual pressure was held again, and the bleeding stopped. Five hours post procedure, the pt ambulated and became faint. The pt was assessed and it was determined that the pt experienced a retroperitoneal hemorrhage. The hemorrhage resolved without any significant injury to the pt and pt remains stable at this time. The pt was taking prescribed medications, integrelin and plavix (type and dose unk).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.